Event description:
On (B)(6) 2013, it was reported that on the morning of (B)(6) 2013 the patient's infusion set was broken where the tubing connects to the luer lock. The patient's blood glucose level was 16 mmol/l (288 mg/dl). The infusion set was changed and the patient did not experience any further problems. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
A visual inspection and a test for flow and leak were performed on the returned used sample. The tubing was detached from the luer lock reservoir connector. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-luer lock connector. All test results were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.